Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was over 400 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer was vomiting, experiencing shortness for breath and in diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged 08/04/2025. The customer reverted to an alternate method insulin therapy.